Manufacturer narrative:
Title: laparoscopic resection of liver tumors in children source: journal of pediatric surgery 56 (2021) 420¿423 accepted 25 august 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed in january 2010 to january 2016, laparoscopic resection of liver tumor was performed in 6 pediatric patients, ages 3-16 years old, who underwent laparoscopic hepatic surgery for benign tumors between 2010 and 2016. The device was used to control the bleeding. Complications in 2 patients, ages 11 and 12 years old, included 300-800 ml bleeding, transfusions and conversion to open due to bleeding. Laparoscopic resection of liver tumors in children: maciej murawski, 25 august 2020, journal of pediatric surgery.

Event description:
According to literature source of study performed in (B)(6) 2010 to (B)(6) 2016, laparoscopic resection of liver tumor was performed in 6 pediatric patients, ages 3-16 years old, who underwent laparoscopic hepatic surgery for benign tumors between 2010 and 2016. The ligasure was one device that was used to control the bleeding. Complications were reported in 2 patients, a 12-year old boy and a 11-year old girl. In a 12-year-old boy, the estimated blood loss was 800 ml and transfusion was necessary. In a 11-year old girl, the blood loss was about 300¿400 ml, transfusion was necessary and conversion to laparotomy was needed due to bleeding. Laparoscopic resection of liver tumors in children: (B)(6), journal of pediatric surgery.

Manufacturer narrative:
Additional information: b5, g1 (manufacturer name, MFR contact first name, last name, email, phone number), g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.